Manufacturer narrative:
Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an ipd (interspinous process decompression) procedure and sometime post-operatively, "an interspinous spacer subsided" and "recurrence of pain" occurred. According to the report, no revision surgery is planned for the patient. No further information was reported.